Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during basic occlusion test due to loose drive support disk. Analysis was unable to perform prime test due to loose drive support disk. The motor was running during act was press down, motor stop running after act button was release. No motor anomaly noted.

Event description:
The customer reported via phone call that the insulin was squirting out during manual prime process. The customer reported that the motor was still running after removing the reservoir. The customer's blood glucose was 69 mg/dl at the time of incident. The insulin pump was returned for analysis.